Event description:
On (B)(6) 2023, I had plastic surgery on my lower face and neck. The surgeon indicated that I had deep scarring as a result of previous "non-evasive" ultherapy and/or morpheous8 treatments on my neck and lower face. The scarring caused extensive difficulty in the plastic surgery process (tearing of skin). I was not warned of this potential scarring problem when I previously received these "non-evasive" treatments. I do not know which technology (ultrasound or radiofrequency) from these devices could have caused more of the scarring. I have had two prior treatments of each over the years. For the past two years, I had no further treatment with either of the two devices because the results were hardly visible. Patients and physicians should be warned of the future surgical problems. A warning should be considered for patients receiving treatment from these devices. Reference report: mw5146590.